Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosis of previously placed two 7mm-10cm non bsc stents was located in the mildly calcified and moderately tortuous right superficial femoral artery. After a non bsc guide wire crossed the lesion, the 5.0 x 150, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mm-10cm non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).